Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. The investigation was completed on 06/29/2017. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aa (product complaint level 2 and level 3 investigation procedure). Return testing did not meet the suppressed results acceptance criteria outlined in appendix 1 of q04.01.003 rev. Aa (product complaint level 2 and level 3 investigation procedure) due to a high rate of k+ star-outs. A deficiency has been determined for ec8+ cartridge lot k16342. ER 392082 has been raised to address this issue.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient admitted to the picu for infantile spasms. There was no patient information at the time of this report. The customer states that return product is available for investigation. Lab analyzer make and model # are unknown. The customer states that the was no harm to the patient, patient was treated on the lab analyzer result. Return product is available for investigation. Date: (B)(6) 2017, time: 1003, method: I-stat, result: 8.0. There are no injuries associated with this event. The investigation is underway.